Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: 2009, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (1,000 mcg/ml, 99.9 mcg/ml) via an implantable pump for cerebral palsy and intractable spasticity. On (B)(6) 2018, the patient's system (pump and catheters) were explanted due to skin breakdown at the pump site. The patient was noted to be immobile due to a chronic condition and this may have led or contributed to the issue. No trouble shooting occurred. The issue was noted to be not resolved at the time of this report. No further information was provided.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.